Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection. In addition, the investigation found that the adhesive joint on the curved rubber is chipped. Based on the results of the investigation, the most probable cause is attributable to some form of stress¿such as component damage or degradation, electrical issues, ambient temperature issues, or maintenance problems¿as indicated by reasonably available information. The most likely cause of this complaint is considered to be a predictable or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the adhesive joint on the curved rubber is chipped. There were no reports of patient involvement.